Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low glu result was obtained on a patient sample. The ccc specialist reviewed the instrument files and determined that quality control results recovered within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service method tests (smt) on alignments on sample probe 1, reagent probe 1, and reagent probe 2, realigned s1 and r1, repeated smt on alignment for s1 and r1, and ran mix test smt for s1, r1 and r2. The mix test and alignment smt tests recovered within specifications. Then, the cse ran quality controls (qcs), resulting acceptably. The cause of the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The samples were repeated twice on the same instrument , resulting higher. The repeat result of 82 mg/dl was reported as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.